Manufacturer narrative:
(B)(4). The device was returned. Visual inspection of the device found the body detached at 194cm from the proximal part. The distal part of the device was not returned. Also, the body is kinked at 7cm from the proximal part of the device. The overall length and outer diameter (od) of the distal tip could not be measured due to the distal tip not being returned. The od of the middle of the device and the proximal section were within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 20 feb 2017. It was reported that the burr became stuck on the wire during preparation. A rotawire and rotalink plus were selected for use. While placing the rotalink over the rotawire outside the patient, the burr became stuck and would not move forward or backwards on the catheter. The rotalink was unable to be removed from the rotawire. Another rotalink and rotawire were used to complete the procedure. There were no patient complications and the procedure was successful. However, device analysis revealed that the wire was detached.